Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a backlight failure. This does not indicate a reportable malfunction; however, during verification testing at the service ctr, a burning smell was noted when the device was plugged in to the ac outlet.